Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 552 mg/dl. The customer's expected fasting blood glucose test result range is 120-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on(B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 171 and 177 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 1/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concerns:high results. The customer is testing four times a day (fasting) and taking medication to control her diabetes (insulin). The customer stated that has been eating poorly lately (high starch diet) and no changes in exercise regimen or medication. The customer has eaten less than two hours prior to performing the back to back blood tests.